Event description:
It was reported that a broken extension resulted in high out of range impedance values. The extension was explanted on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Analysis of the lead discovered broken conductors in the body of the extension conductor wire #3 was broken 3.2 cm from the distal end, and the circuit was open. Continuity was acceptable on circuits #0, #1, and #2.